Manufacturer narrative:
Device is a combination product. The promus element plus,mr,ous 2.50x38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The stent struts were lifted from the 10th and 18th proximal stent strut rows. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink at 1045mm from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16may2019. It was reported that the stent balloon expandable could not cross lesion. The 80% stenosed, 33x2.5mm, target lesion was located in the moderately tortuosity and moderately calcified right coronary artery. A 2.5 x 38mm promus element plus could not cross the lesion and the procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed stent damage.